Event description:
Note: co's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hosp reported that during a case the anesthesiologist noticed that the airflow through the anesthesia circuit was obstructed. They further reported that the anesthesiologist checked the connection of the circuit to the elbow, he noticed something blue inside the elbow, according to the hosp the elbow was disconnected from the circuit and a blue luer cap was removed from inside the elbow at the y-piece side (machine end) of the elbow. The hosp stated that the elbow was reconnected, the case continued with no harm to the pt. The product in question was not returned for eval. The hosp reported that the circuit was thrown away, but they kept the two luer caps.